Event description:
It was reported that a cuff leak is occurring. This occurred during infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: one used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed on the received sample and a leak was detected between the pilot balloon and valve. The complaint was confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The device sample has been forwarded to a secondary investigation site to identify the root cause. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.